Event description:
This was a left sided cardiac lead extraction conducted in the operating room to remove a non-functional, 144mth old mdt 6945 rv lead. The patient was prepped per hrs recommended standards. The rv lead was cut and prepped with a lld-ez, lasing began with a 14f glidelight. Heavy adhesions were encountered and lasing progression slowed, so the md upsized to a 16f glidelight. The md was able to lase to the distal coil but the lead started to break apart. Traction was increased on the lld-ez and the teflon outer sheath was advanced approx 1cm with no success. Soon after this the patient's abp declined and an emergent sternotomy was performed. An 8 total units of blood products were given and the patient placed on bypass to repair an approx 1cm tear to the svc/ra junction. The patient was stabilized and transported to ICU for recovery.